Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient's ipg is inoperable. Subsequently, the patient may undergo surgical intervention as the next course of action. It is unknown if the patient has been compliant with the charging protocol. The patient has not met with a sjm representative for system evaluation. The event date is unknown.